Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned. Related events captured via 2210968-2024-05090 2210968-2024-05091 2210968-2024-05092

Event description:
It was reported that patient underwent an unknown procedure on an unknown date, and suture was used. During the surgery, three needle-sutures were broken during continuous suturing. It was a control release needle. The operation time was not extended. There were no adverse consequences to the patient. Further information is not available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/11/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested, the following was obtained: 1. Please clarify how many devices are available for evaluation =>no device 2. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. =>no device will be returning. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.